Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was damaged during extraction. The tip of the lead was abandoned in the right atrium. The right ventricular (rv) lead was explanted and the left ventricular (lv) lead was abandoned at the same procedure. New leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. (Device codes) "2978 - material integrity problem". As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was damaged during extraction. The tip of the lead was abandoned in the right atrium. The right ventricular (rv) lead was explanted and the left ventricular (lv) lead was abandoned at the same procedure. New leads were implanted. No additional adverse patient effects were reported.